Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was not further specified. The event was manifested by abdominal pain and cloudy pd effluent. The patient was hospitalized for the event and was treated with intraperitoneal unspecified drug (dose, frequency, and duration not reported) added into dianeal solution, cephalosporin (dose, route, frequency and duration not reported), and unspecified anti-inflammation drugs for infusion (dose, route, frequency and duration not specified). Dianeal therapy remained ongoing. Thirty two days after admission, the patient was discharged from the hospital and had recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.